Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device check, intermittent undersensing was observed. Patient was asymptomatic. Programming changes were made. The patient has since went into hospice and the tachy therapies were programmed off.